Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on (B)(4). 1 unrelated non-conformance on this lot. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name: gentamicin sulphate. Active ingredient(s): gentamicin sulphate. Dosage form: powder. Strength: 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a bilateral knee primary attune to treat end-stage osteoarthritis with flexion contracture. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and flexion contracture secondary to gross loosening of the tibial tray. The surgeon notes the patient had a preexisting flexion contracture that returned with greater severity one year after primary tka. Upon entering the joint, adhesions were lysed, and a periosteal capsular release was performed. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. The patella was well-fixed and retained after debridement of patellar scar tissue. There was no reported product problem with the femoral component or tibial insert revised to accommodate a competitor revision knee system. The procedure was completed without complications. Doi: (B)(6) 2018; dor: (B)(6) 2020; right knee.